Event description:
Surgeon using robot for robot assisted total abdominal hysterectomy/bilateral salpingo-oophorectomy (tah/bso) when he began having trouble with robotic 3rd arm. A surgery technician discovered that the cannula holder had broken. The instrument was removed, the cannula holder was replaced and the case proceeded without further incident. The patient was not harmed.